Event description:
It was reported that patient would have the stimulation from their implantable neurostimulator (ins) on for 1 or 2 days before they had to turn it off because the ins site got irritable and ¿burn¿ which started a couple of months ago. The patient stated that they were oaky with doing that for a while but then on sunday it burned so bad as if they ¿had a hot curling iron up to her head¿. It was noted that even with the stimulation is turned off it was still ¿very irritated. They also stated that the entire site could not be touched on the left side of their head where the ins was. The patient did not think the leads had come out because they had ¿some scans¿ and they know ¿it¿s there¿. It was stated by the patient that they loved the device and had been working very well up to this point but now they could not stand it. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l97277, implanted: (B)(6) 2002, product type: lead. Product ID: 3550-09, lot# l77425, implanted: (B)(6) 2002, product type: accessory. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4) , product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 74001, lot# n231660, implanted: (B)(6) 2010, product type: adapter. (B)(4).